Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to noise and high capture threshold. Another rv lead was successfully placed. No additional adverse patient effects were reported.